Manufacturer narrative:
Further investigation found that the interference was caused by a high molecular weight compound. Igm was identified as the interfering factor in the patient serum. This type of interference is extremely rare and covered by disclaimer in the method sheet.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a high test result for 1 patient tested for elecsys troponin t hs (tnths) on a cobas e 801 module compared to other test methods and clinical testing. The patient was ordered by her doctor to have laboratory testing performed due to nocturnal chest pain that was described as typical. The initial tnths result was 423.00 pg/ml with a repeat result of 430.00 pg/ml from a cobas e801. The results were released outside of the laboratory to the patient's doctor, which lead the doctor to admit the patient to the hospital. A positive natispray was also a determining factor in the patients admittance to the hospital. In the emergency room the patient's EKG was normal and the initial sample was tested on a beckman analyzer and had a normal troponin result of 78, units not provided. On (B)(6) 2018 another sample, sample b, from the patient was tested on a abbott system with a negative troponin I result of 2.5 pg/ml. The cobas e801 thths result for sample b was 417 pg/ml. The patient also had an edta sample collected that gave a tnths result of 404 pg/ml. While admitted to the hospital, the patient had an EKG and additional blood testing performed. The patient was not adversely affected and one week following the hospitalization the patient was well. The doctor believed the pain was caused by intercostal pain. The troponin t hs reagent lot was 24519200 with an expiration date that was not provided. Interference testing was performed and the customer's results could be confirmed. The measured thths results could indicate a possible myocardial infarction, but the elecsys troponin t (tnt) result was negative for tnt. The difference between tnt and tnths could be caused by a possible interference.